Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. A functional test and a visual inspection was performed to further investigate the reported event. The customer's reported problem was confirmed. The pump was found to be displaying "cassette not properly attached" alarm message during the investigation. It was recommend that the latch/lock cam flex sensor be replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the cassette was not attached properly. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.